Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they needed a programming adjustment because they needed it to go up in an area it didn¿t reach. The patient wanted to meet with a manufacturer representative for programming. The patient noted that the implant was going off and on today by itself. The indications for use were non-malignant pain, failed back surgery syndrome and other chronic/intractable pain of the trunk/limbs.